Event description:
It was reported that the customer passed away. It was stated that it is unk if the customer was wearing the insulin pump at time of death. The customer's sister stated that she is unsure for how long her brother was off the insulin pump. The sister stated that the painters found him in the house. It was stated that the cause of this death was diabetes. The sister stated that she does not know either where the insulin pump is. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.